Manufacturer narrative:
Integra has completed their internal investigation on october 13, 2017. Results: DHR review; lot number / serial number not received to perform DHR. Complaints history; two year look back in trackwise found a total of 0 complaints for (B)(4), for failures related to broke during use. Conclusion: failure analysis and root cause cannot be performed based on the lack of information provided by the customer. The hook was not returned for further evaluation.

Event description:
Customer initially reports the item was being used on a patient when it broke in two pieces, both parts retrieved, no delay or injury during case. (B)(6) 2017 or manager reports event took place during an open reduction with internal fixation of the right index finger.

Manufacturer narrative:
On (B)(6) 2017 integra investigation completed. Method: failure analysis, device history evaluation one joseph double hook returned in used condition, showing wear. While looking at the break site it is noticed that there is blackening visible. This is an indication that this started out as a stress fracture and with continued use and processing it caused the metal to break down and eventually causing it to break. This complaint is confirmed. Device history record reviewed, no abnormalities related to the reported failure. The root cause of the damage has not been identified as a workmanship or material deficiency.